Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). The surgeon found that metal debris came from the products by drilling the broken screw. The surgeon was unsuccessful with retrieving all of the debris. The surgery was extended for 80 minutes due to the event. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 12th november 2013, expiry date: 1st november 2023, article was sterilized by supplier (B)(4), no deviation or any ncrs were marked in this document. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the initial surgery was performed on (B)(6) 2015. The reported plate was used after bending on the surgery. The removal surgery took place on (B)(6) 2016. As the bone fusion process was good. During the surgery, the reported screw in the second proximal hole was unable to take it off using standard screwdriver. The surgeon repeatedly tried to remove the screw, however, the attempts did not work and the tip became deformed. Although the surgeon used extraction screw, the breakage of the screw occurred and the tip remained in the reported screwhead. After the sticking, the surgeon used carbide drill bits to cut the plate and screw off. Eventually, the surgeon removed the screw. The surgeon found that metal debris came from the products by drilling the broken screw. The surgeon tried removing all the debris, however, the attempt failed. The surgeon decided closing the suture hole without removing debris from the patient and completed the surgery. The surgery was extended for 80 minutes due to the event. This is for 1 device. This complaint involves 1 part. Concomitant part: tomofixtibheadpl lat prox le 3ho tan / part# 440.853s / lot # 9449844. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device was not returned to the manufacturer. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the screw broke intra-operatively during the removal procedure. The removal procedure was planned because the surgeon felt the patient's bone fusion was going well and had healed enough. Some of the metal debris is still in the patient.